Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine via an implanted pump. The indication for pump use was spinal pain. It was reported that the hcp was contacted by the patient who was reporting that her pain was back. Her myptm (patient therapy manager) was reporting a motor stall. No audible alarm was reported by the patient. The patient had an MRI scan at 5:50 pm and woke up due to the pain at 3 am. It was unknown if the pump had been interrogated after the MRI scan.